Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-22849. It was reported that the patient presented in clinic for routine generator changeout. During the procedure, it was found that the chronic right ventricular lead was failing to be disconnected from the header of the patient's pacemaker. The physician attempted to use force to pull the lead out, resulting in the detachment of the header from the can. It was noted that the insulation of the right ventricular lead became exposed as well. The chronic lead was capped and replaced, and a new pacemaker was installed on (B)(6) 2020. The patient was stable.